Event description:
Event description cpi received information that a patient experienced a tachycardic arrhythmia that the implantable cardioverter defibrillator (ICD)/endotak transvenous defibrillation lead system did not convert. The patient was rescued externally. Review of the therapy history showed that the ICD did deliver shocks, but the lead impedance and programmer codes indicated that the shocking portion of the lead may be fractured.